Event description:
It was reported that the respiratory rate trend (rrt) feature on this cardiac resynchronization therapy defibrillator (crt-d) appeared to have been disabled due to noise on both right atrial (ra) and right ventricular (rv) channels. It was noted that patient was recently in a surgical procedure where the rrt feature was disabled. Technical services (ts) reviewed the stored signal artifact monitor (sam) episodes and determined the cautery noise from the surgery appeared to be the cause of the sam episodes and rrt to be disabled. The issue was resolved with reprogramming. No adverse patient effects were reported. The crt-d and both leads remain in service.